Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited dislodgement. A surgical revision was performed in which the lead was repositioned but it took 50 turns to extend the helix then it performed acceptable measurements. No additional adverse patient effects.